Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced an event where on (B)(6) 2025, patient's blood glucose (bg) levels were rising (210mg/dl) and had lasted 5 hours. The patient reported that the site location to where they inserted their infusion set was hurting. Upon removal and inspection of the infusion set, the patient reported that the needle guard was still on the cannula. No further information available.